Manufacturer narrative:
(B)(4). The system was evaluated by a field service engineer. The field service replaced pre-expander, verified side cut retrace and made adjustments. Updated z offset calibration, verified applanation force and verified energy readings. System meets specifications. A review of the records related to this equipment that included labeling, manual, and risk documentation reviews for this equipment was performed. Equipment labeling provides possible complications that can be caused by the surgical/treatment procedure being performed. The trend review shows that there is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. All pertinent information available to johnson & johnson surgical vision has been submitted.

Event description:
It was reported that there was a sidecut tag between 7-9 o'clock and at 12 o'clock on the patient's right eye (od). Surgeon was able to dissect the flap using scissors. Flap was lifted and treated with excimer. A bandage contact lens (bcl) was placed. Patient was seeing 20/20 at one day post-op visit. There was no medical or surgical intervention required.